Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day post implant, the right ventricular (rv) lead was oversensing the atrial pacing signal, and this lead to pacing inhibition in this pacemaker dependent patient. The patient has severe dementia and did not report any symptoms. It was noted that rv lead was placed high in the ventricle due to scar tissue. Boston scientific technical services (ts) discussed troubleshooting and evaluation options with the field representative. The pacing mode was reprogrammed to vddr mode, the patient stayed a couple extra days in the hospital for observation, and no further issues were noted. The field representative did inquire about markers seen on the follow-up strips. Ts reviewed and discussed that it was normal operation/markers based on the vddr mode. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) again in (B)(6) 2016. The patient was seen by the physician who identified some a-v dissociation. The local representative explained that atrial sense (as) is followed by ventricular pace (vp); however, some as comes after the vp. The local represntative is preparing to speak with the physician and requested some feedback from ts. Ts discussed the vdd timing situation and explained that if the atrium has pauses or changes rate, the v-v timing will never violate the lower rate limit (lrl) so the physician could see the vpp followed closely by as.

Event description:
Further information was provided by a field representative that the patient was having issues, the physician ordered a holter monitor, and three to five seconds pauses were noted. The patient never lost consciousness, but did note lightheadedness and dizziness. Boston scientific technical services (ts) discussed possible causes for the observation and the field representative was likely going to be seeing the patient later in the day. It was determined the issue was caused by oversensing of the atrial signal on the right ventricular (rv) lead. Subsequently, the sensitivity was decreased and defibrillation threshold (dft) testing was performed which were successful on the first attempt. No additional adverse patient effects were reported.